Event description:
Based on a recently filed lawsuit, it was reported that an angio-seal was deployed post left heart catheterization. The patient was found to have significant blockage in the right coronary artery and an intervention was planned for the next week. Eight days after the catheterization, the patient began to complain of severe leg pain and was sent to a vascular surgeon at a different hospital. The patient underwent surgery where a thromboembolectomy of the superficial artery and repair of the artery was performed. The angio-seal was removed from the common femoral artery. The patient spent approximately three days in the hospital intensive care unit and was discharged 6 days after the surgery. One year later, the patient continues to have pain and numbness in her leg and is being treated by pain management.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.